Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "3y 9m po valve is blocked. Explanted." All med watch submissions related to this report are: 3004721439-2018-00241 (this report); 3004721439-2018-00242.

Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. The visual inspections revealed that no significant deformations or damage was detected beside the scratches on the outer housing of the valve. The housing deformation measured at -0.026mm, outside the tolerance of -0.02 +-0.02mm showing a very slight deformation. The permeability test indicated that the valve has a blockage. The braking functionality test has shown that the brake function operates as expected. However, the braking force required was not within the given specifications. Next we tested the permeability and adjustability of the valve, as well as the braking force. The valve was shown to be non-permeable and the brake was slight lower than tolerance. All other specifications were met. Finally, we have dismantled the prosa valve. Inside the prosa we have found a buildup of substance (likely protein). Based on our investigation, we are confirm that the valve is occluded likey due to deposits observed in the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspections.